Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific leads system collapsed while walking with companions. The patient was not responsive and general resuscitation efforts were performed until emergency medical personnel arrived on the scene. Resuscitation efforts were not continued and external defibrillation was not used, as the physician observed bi-ventricular pacing on the surface electrograms. There was no documentation of this event. The patient was transferred to the hospital, intubated, ventilated, and remains in intensive care for monitoring. Additionally, the ventricular sensitivity was programmed to most. The physician suspected that an episode of ventricular tachycardia (vt) undersensing or t-wave oversensing occurred, along with a potential lead anomaly. The cerebral function was normal, so cardiac involvement was suspected with this clinical observation. Subsequently, the patient's prognosis was provided. The patient suffers from coronary heart disease, low ejection fraction, and left bundle branch block and the prognosis for recovery is not good. The patient remains hospitalized. The device memory download was reviewed by a boston scientific engineering consultant. The cardiac signals appear to be nonphysiologic, and no shocks or atp therapy was delivered on the day of the incident. The device appeared to be operating as designed, however, a lead or connection issue cannot be eliminated at this time without a complete device analysis.

Manufacturer narrative:
Should additional information become available to our company, this report will be updated.